Event description:
It was reported to medtronic minimed that the customer called to report daily afternoon low blood glucose events for at least the last month, with blood glucoses dropping as low as the 30s. The lows were treated with food. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884 and mmt-332a. Troubleshooting was performed for hypoglycemia. The customer was using the insulin pump system with auto mode/smartguard active, and reported that the pump had already been replaced once for similar concerns. Carelink data review indicated that smartguard basal and bolus delivery had ceased prior to some low events, but active insulin was still present. The customer was advised to monitor pump and blood glucose, and to discuss pump settings with their healthcare provider. No further patient complications were reported. No product replacement or return was required for mmt-7040a, mmt-396a, mmt-1884 and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.